Event description:
Boston scientific crm received info that this right ventricular (rv) lead displayed high threshold measurements forty two days post-implant. A micro-perforation was suspected. This rv lead was surgically abandoned and a new rv lead was successfully implanted. To date, no adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.